Event description:
It was reported that ECG electrode "left an apparent skin 'burn'. This was treated with a topical ointment and resolved".

Manufacturer narrative:
This item was just recently received by conmed ((B)(4) 2010) and investigation regarding the product has not yet commenced. A supplemental medwatch report will be filed after the quality engineering eval has been completed.